Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The fox cross was not returned for investigation; therefore, it was not possible to perform a thorough analysis, which may have aided in determining a cause for the reported rupture. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during the procedure. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. The lesion site was described as heavily calcified, which may have contributed to the reported rupture. Without having the fox cross to examine, a definitive cause for the reported balloon rupture could not be determined. However, there is no indication to suggest a product quality deficiency all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.

Event description:
It was reported that during use of the device in the patient to treat a heavily calcified iliac artery, the balloon ruptured during pre-dilatation due to plaque. The balloon and catheter were completely removed without adverse patient effect. An unknown stent was implanted and post dilatation was performed using an unspecified abbott balloon. Reportedly, there were no patient effects. No additional event or patient information was provided.